Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump housing separated, with the front and back halves detaching and exposing internal components, consistent with a device bonding failure involving the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.